Event description:
Zoll defibrillator stopped working while transferring a pt to ICU. No adverse effect to pt, another monitor obtained from ICU for transport. Bio. Med. Notified of event and upon following with MFR, it was noted that zoll monitor batteries must be reconditioned every quarter. Initial info from zoll did not refer to bio. Clinical engineering needing to recondition batteries each quarter. Dates of use: 2005. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.